Manufacturer narrative:
Batch review performed on 07 november 2023: lot 2012699:(B)(4) items manufactured and released on 26-feb-2021. Expiration date: 2026-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for knee instability, the cause is unknown. At about 2 years from the primary surgery, the surgeon revised the insert to a thicker one and the surgery was completed successfully.